Event description:
Deflation left breast implant, bilateral explantation and reaugmentation with another brand due to hutchison ide status. Initial use device.

Event description:
Describe event or problem: suspected deflation.